Event description:
It was reported that allegedly during a scheduled retrieval of a vena cava filter it was discovered that the filter had tilted between 45 to 90 degrees and the tip of the filter had fully endothelized into the ostium of the renal vein. Attempts were made to retrieve the filter, however, proved unsuccessful. Allegedly, in addition to the filter tilt, three filter legs were observed outside the contrast column. The diameter of the vena cava measured approximately 23.5 mm. The filter had initially been implanted just below the renals due to dvt. The filter remains implanted and the pt is asymptomatic.

Manufacturer narrative:
Device history records could not be reviewed as the lot number was unk. The device remains implanted; therefore, not available for evaluation. One image was received and evaluated. The image appears to be a filter titled approximately 70 degrees. Also, it appears that there are 3 limbs outside the contrast column. Placement images were not returned to determine the initial location of the filter, the ivc diameter, and whether the filter was tilted upon deployment. Based on the image received, the complaint is confirmed for filter tilt. The alleged perforation could not be confirmed as CT scans were not returned. Definitive root cause is unk. The current IFU (instruction for use) states: potential complication: complications may occur at any time during or after the procedure. Possible complications include, but are not limited to: perforation or other acute or chronic damage of the ivc wall. Note: it is possible that complications such as those described in the "warnings, precautions, and potential complications" section of the IFU may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted.